Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic roux en y, when sewing a hernia, the needle of the device broke, while the tech was unloading the suture in the back table. After it has been used, the needle broke. There was no patient harm.